Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a lost sensor alert and a high blood glucose level of 480 mg/dl. Customer treated her blood glucose with an injection. Customer declined troubleshooting for her blood glucose. Customer stated that she was always either high or low. Customer stated that she received a new transmitter. Customer stated that a wrong transmitter ID was programmed in the pump. Customer was assisted in reprogramming the transmitter ID. Customer was advised that the transmitter did not communicate due to an incorrect ID.